Manufacturer narrative:
Patient identifier: requested, not provided. Age & date of birth: requested, not provided. Patient sex: requested, not provided. Weight: requested, not provided. Ethnicity: requested, not provided. Race: requested, not provided. Implanted date - device was not implanted. Explanted date - device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that when the doctor tamps down on the angio-seal device involved, he feels that there is not enough collagen. The patient was reported to be a thin patient. The doctor tamps down so far and there still is not enough collagen. The doctor tamped it down as normal, it didn't occlude, and the knot was down. Therefore, they had to use manual pressure. The patient was in stable condition. There was no patient injury or surgical intervention required. The procedure outcome was holding manual pressure.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9 and to update section h3. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow-up no. 2 to update section h3, and to provide the completed investigation results. One (1) 6 fr angio-seal vip was returned for product evaluation. The returned sample included the carrier tube, hemostasis sheath, arteriotomy locator, and packaging. The device was visually inspected and found to have been in unused condition. The hemostasis sheath and carrier tube were returned fully mated and in the fully rear-locked position. The locator was found to have been kinked at the blood inlet hole. The anchor, suture, collagen, and the tamper tube were found to have been tamped down. No other damage or deformation was found. The collagen component was measured and was weighed at 20.9 mg, which was above the minimum specification of 16 mg. The measurement was taken with asset 10001108. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. Despite the allegation, no issue with the collagen component was able to be identified. An investigation was performed by the manufacturing facility, and no issue with the component was able to be identified. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).